Event description:
(B)(6). Date of event: (B)(6) 2012. According to the information received, a catheter broke inside of a user. She has to go to the hospital to get it removed. The user has reported she still has pain and does not pass urine as well as she used to.

Manufacturer narrative:
The product was not available to be returned. The user did not know what the physician did with the catheter once it was removed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.